Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Batch 3121181 was provided by the customer. It is not a valid batch number for this device.

Event description:
It was reported that bd insyte autog bc leaked past the blood control when the needle was removed. The following information was provided by the initial reporter: reported issue per customer: customer states they insert fine, however when you pull the needle out blood pours out. Customer would like a replacement sent out.